Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had been having high blood glucose levels. The customer's blood glucose level at the time of incident was 294mg/dl. The customer's most current level was 195mg/dl. The customer states their drive support cap appeared to be protruded. The customer's blood glucose level at the time of incident was 294mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.